Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she had suffered a hypoglycemic event and needed to be hospitalized. Patient was treated with glucagon shots. Patient claims that cgm¿s alerts were not triggered at the time of the event. Patient doesn¿t provide cgm values nor bg values during the event. While on the phone with dexcom technical support, cgm¿s audible and vibratory alarms were tested but were not triggered successfully. At the time of her call to dexcom technical support patient was feeling well. Dexcom has issued an rga for patient to return her device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver data log was downloaded and no errors were found. Functional testing was performed; however, inconclusive due to software issue. The device was opened and the complaint was confirmed based on the defective speaker. The root cause was determined to be defective speaker assembly.